Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID 2067, serial# (B)(4). (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, also it was confirmed that the programmer had an error, as a result the main processing unit (mpu) circuit board was replaced. It was also noted that the system fan was noisy.

Event description:
It was reported that the programmer did not start up. The programmer was returned for service. No patient complications have been reported as a result of this event.